Event description:
Device 1 of 2. Reference MFR report #1627487-2016-00167. Note: a second device was added to address the second lead. The physician explanted and replaced both of the patient's leads. The patient's stimulation was restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experiences unintended stimulation which is uncomfortable. Surgical intervention is planned to address the issue.